Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to item was discarded at hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00-8775-036-02 biolox delta head 12/14 36x0 lot# 2872421, 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot#63386236, 00-7848-034-01 kinectiv modular neck j1 lot# 63249117, 00-6200-052-22 trilogy f/m acet shell 52 od clust lot# 63277467.

Event description:
It was reported that patient underwent a revision procedure approximately one year post-implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by x-ray review which states that left hip arthroplasty components are anatomically aligned and without evidence of fracture. The acetabular component is fixed by screws and a non-cemented femoral component is present. There is a single subtrochanteric cerclage wire. There is extensive lucency at the bone-metal interface of the femoral component reflecting loosening. There is no subsidence.size and orientation of the cup is unremarkable. The lateral angle of inclination measures approximately 42 degrees and the anteversion measures approximately 30 degrees. Reference point alignment appears unremarkable. The implant appears appropriate for the patient anatomy. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends